Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. During evaluation the device was able to obtain readings and alarmed audibly and visually under alarm conditions. During testing, connectivity with the sensor was not intermittent and the device did not stop measurements. The device loses connection to the docking station and takes a few seconds to reestablish the connection. While trying to reestablish connection, the indicator lights on the docking station flash. Internal inspection revealed multiple pogo pins on the system circuit board were stiff, causing miscommunication and flashing of the indicator lights on the docking station. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported intermittent connectivity with the cable. No patient impact or consequences were reported.